Event description:
Event description guidant received information that during a follow-up visit, the physician noted an improvement in the battery status of this device. The magnet rate was at 100bpm. At the previous follow-up the magnet rate was 90bpm and at that time was programmed to vvi mode due to the patient's atrial flutter rhythm. The physician contacted technical services concerned about the change in device status. A consultant explained that the pacemaker was able to perform daily measurements to determine battery capacity and since the device was now working in vvi mode, the battery has a lower load. Our company received additional information five months later, that this device indicated elective replacement sooner than expected. The device was explanted and returned for analysis.